Manufacturer narrative:
Additional information was received that the patient will not be explanted nor will she be revised. The patient was able to charge her ipg after following instructions provided by the bsn sales representative. The patient reported that although some of her contacts have high impedances, she is receiving adequate stimulation and does not want to take any further action.

Event description:
A report was received that the patient's ipg was tilted on its side causing charging difficulty. The patient's pain physician has recommended a pocket revision.

Event description:
A report was received that the patient's ipg was tilted on its side causing charging difficulty. The patient's pain physician has recommended a pocket revision.